Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device seal was damaged and the surgeon found a small white rubber piece in the abdomen during the procedure and was retrieved using grasper. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.